Event description:
Per complaint (B)(4), it was reported that a dental implant was stuck to a tool during clinical procedure. The implant was removed on the same day. The tool was able to be separated from the implant after extraction. No adverse patient consequences were reported.